Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant the right ventricular (rv) lead exhibited a high impedance warning and intermittent r wave undersensing. It was reported that rv lead dislodgement was noted on x-ray. The rv lead was repositioned and remains in use. All impedances were noted to be within normal ranges. No patient complications have been reported as a result of this event.